Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device internal battery would not charge and the pump data was continuously lost. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
(B)(6) 2023 device evaluation: one device was returned for analysis in used condition. Visual inspection showed worn downstream and upstream occlusion sensor seals. Functional testing duplicated the reported issue. The investigation determined that the internal clock battery becoming weak was the cause of the reported issue. The internal battery was charged for 250 hours to resolve the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.